Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent the concurrent procedure of a cystourethropexy during mesh implantation.

Manufacturer narrative:
Additional narrative: it was reported that the patient had a gynecological procedure in order to treat stress urinary incontinence and mesh was implanted. It was reported that following insertion, the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, bleeding, recurrence, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that the patient underwent explant of previous mesh on (B)(6) 2006 due to stress urinary incontinence and exposed mesh. No additional information was provided. (B)(4) ¿urinary/bowel problems; undefined recurrence; dyspareunia; neuromuscular problems; mesh exposure.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-05204. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that patient underwent excision of vaginal mesh with vaginoplasty on (B)(6) 2011 due eroded vaginal mesh.